Manufacturer narrative:
(B)(4). In a phone discussion on (B)(6) 2016,13:05 (est) the customer representative cora mullen (cardio manager) at gerald champion regional medical center, informed covidien that the reported incident of the trach cuff leak was actually not believed to have been a tube failure/leak. She stated that the physician believed initially that there was a leak, but following removal of the tube, it is believed to have been patient related and not a leak. The physician disposed of the tube, therefor will not be returned. There was no patient injury or harm to the patient. There was no MDR reportable event; please remove from the maude database.

Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
During use the cuff did not inflate. The tube was removed and replaced. This occurred sometime in the last 6 days. There was no patient harm.